Event description:
It was reported that this pacemaker was explanted due to elective replacement time (ert) with advisory or recall, and depleted battery. This device was explanted and replaced. No additional adverse patient effects were reported. Additional information received which indicated that this device was removed for normal battery deletion. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker was explanted due to elective replacement time (ert) with advisory or recall, and depleted battery. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker was explanted due to elective replacement time (ert) with advisory or recall, and depleted battery. This device was explanted and replaced. No additional adverse patient effects were reported. Additional information received which indicated that this device was removed for normal battery deletion. No adverse patient effects were reported.